Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of image guide snake tube has foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, due to leak failure at forceps channel and curved rubber, reprocessing may not have been completed and foreign material may have remained. It was unknown whether reprocessing was practiced in accordance with the instructions for use (IFU). Abnormality such as wrinkle and collapse were confirmed on the ig snake tube where foreign material was detected. As result of confirming contents of the instructions at the time of shipment, detailed descriptions are described in the following sections. Chapter 7 ¿cleaning, disinfection, and sterilization procedures¿. Chapter 8 ¿cleaning and disinfection equipment for endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasonic bronchofibervideoscope exhibited foreign materials in the image guide connecting tube. There were no reports of patient involvement.